Event description:
A nurse at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The incision was enlarged to accomodate removal of the lens. Additional information has been requested.